Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 -7.50d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 with a shorter length lens but problem was not resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 additional information from reporter: "the patient is doing well, with good visual acuity and good vault. No further surgery is planned." (B)(4).